Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according with the following information provided: "post of size 11 corail broach is damaged. Loan set tagged as damaged. Being returned to warehouse." The device associated with this report was returned to depuy synthese for evaluation. Visual examination of returned device revealed several stripped patterns on overall post of broach corail amt 11. Additionally, deformations and a deep scratch were found on the medial portion of device. The deformation/bent condition was consistent with prying motion of the broach while still attached to the broach handle. Where scratches were found, condition can be consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the broach corail amt 11 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Post of size 11 corail broach is damaged. Surgery was delayed 5 minutes due to the reported event.